Manufacturer narrative:
The product sample was not received for evaluation. Please be advised that without the product sample co is unable to determine the cause of the breakage. However, historical evaluation of broken drains usually determines the cause to be a nick or puncture at the break site.